Event description:
In 2002 the end-user called medtronic minimed, USA and stated that end-user had been admitted to hospital. Leak detected while running test. On 7/2002 maersk medical a/s rec'd the complaint and 2 used infusion sets.